Event description:
Discordant cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting different from the initial results. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument and instrument data, the cse found that the quality control (qc) was trending down. A new reagent lot was provided to the customer. Upon the follow up visit, the cse discovered that the reagent 2 (r2) probe was not dispensing properly. The cse replaced the r2 probe, the associated dilutor and aligned and primed the probe. The cse ran background checks, quality controls and precision testing on ten replicates, all of which were acceptable. Upon the cse's recommendation the customer has been repeating high results to verify that no more discordant results are obtained. The customer has not obtained any more discordant results. The cause of discordant tni-ultra results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00288 was filed on june 11, 2015. (B)(4).

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated twice on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.